Event description:
It was reported that the pump shut off unexpectedly, requiring it to be plugged into a power source to turn back on. There was no adverse impact to the customer's blood glucose level. The customer successfully resumed insulin therapy using multiple daily injections as a backup while tandem technical support arranged to replace the pump. The caller was instructed on managing the pump, including putting it into storage mode and returning it with a pre-paid label.